Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a male pt in cardiac arrest, the device prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.